Event description:
It was reported that there was an error code on the machine. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension (B)(6) . Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Additional information was received that the issue occurred during testing. There was no patient involvement.

Manufacturer narrative:
Section a, b5, b6, b7: additional information

Manufacturer narrative:
One device was returned for repair with complaint of error code. Service history review found no repair order within past 12 months. Visual/functional testing was performed. Occlusion testing found error code. Motor rate error at start of infusion due to motor sensor failure on main printed circuit board (pcb). Replaced main pcb to resolve the issue. Device passed occlusion testing after replacing main pcb. Visual inspection found broken plunger left case. Replaced plunger assembly kit. Device passed all testing after repair.